Event description:
It was reported that high capture threshold and increased pacing impedance were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of insulation damage, high threshold and high lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.